Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), analysis of the 37761 sn# (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ins recharger (insr) wouldn't charge from the wall. It was noted that the desktop charger light was green and the connector pin looked fine. No symptoms or complications were reported. Additional information from a friend/family was received. They stated the patient¿s battery ran down and got the charger that was shipped to them, they could charge and jumpstart, met a rep last week who reprogrammed. They stated put the recharger back on to charge and it wouldn't charge the charger. A replacement desktop charger would be sent to patient. It was noted the recharger would not charging, it did not increase. Repair just sent patient a recharger previously and they found nothing wrong with it. So a replacement desktop charger was sent. No further complication and no symptoms were reported.